Event description:
The surgeon fired the endo gia stapler and could not bring the release bars to open stapler, the stapler was stuck on the lung tissue. Surgeon had to cut around to remove the stapler.